Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1616c156ej sn (B)(4), expiration date: 2015-07-08, UDI # (B)(4), etlw1610c93ej, sn (B)(4), expiration date: 2016-01-24,(B)(4). Film evaluation summary: the cause of the aaa wall thickening could not be determined from the films provided. It is unclear if this is post-implant syndrome. This may be an inflammatory response from an unknown source.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter abdominal aortic aneurysm. The aortic neck was 20 mm in diameter proximally and 22 mm distally and it was 17 mm in length. It was reported that during follow-up there was aneurysm expansion due to an unidentified endoleak. An angio CT was performed; however, no endoleak was observed. The physician consulted with another physician from a different facility and that physician commented that the arterial wall seemed to have thickened rather than expansion of the aneurysm diameter. The follow-up physician determined that it should be pis (post implantation syndrome), which rarely occurs after a procedure. It was reported that post implantation syndrome lead to a thickening of approximately 1cm in the artery wall; which, in turn, lead to a fistula to the small intestine. This was followed by the onset of an infection. As a result, the endurant system was resected and partially explanted. It was noted that the endurant device was replaced with an artificial vessel. The procedure was reportedly successful and the event resolved. The physician stated that the cause was related to vessel morphology. It was noted that this was not related to the endurant device but was attributable to the patient¿s background. No additional clinical sequelae were reported.